Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors .the review identified a tripped trend and addressed in the tracking and trending review process and determined to be related to the android 13 os. Therefore, this complaint associated with iphone 16.2 ios is not related to this trend. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone (ios 16.2). The customer reported a lower glucose reading of 55 mg/dl and experienced symptoms described as "seizure, tremors, pressure in the chest, fear, anxiety, and pressure in the head." The customer was given soda for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone (ios 16.2). The customer reported a lower glucose reading of 55 mg/dl and experienced symptoms described as "seizure, tremors, pressure in the chest, fear, anxiety, and pressure in the head." The customer was given soda for treatment by a third-party. There was no report of death or permanent injury associated with this event.